Event description:
It was reported catheters were folded and unusable.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Products are still in their original packaging. Additional info received via email confirming complainant returned two samples both bearing the same product lot number. A quality eval was performed on two complaint samples in original peel pack were received and visually tested. Samples did not meet specification. The defect reported has been confirmed. History records have been reviewed and all relevant tests required during the mfg process and the final product releasing was carried out. No nonconformity had been registered during the mfg and releasing process of mentioned batch. No other complaint has been received related to the batch. One complaint was received on the product ref code within previous 24 months. The root cause of mistake has been determined as human error. In order to avoid the fault reoccurrence the relevant operators will be informed about the issue. Requested additional info on (B)(4) 2014. To date no additional info has been provided. Should additional info become available a follow up report will be submitted.